Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. (B)(6). (B)(4). White, s. H., roberts, s., and kuiper, j. H. (2015). The cemented twin-peg oxford partial knee replacement survivorship: a cohort study. Elsevier, 333-337.

Event description:
Information was received based on review of a journal article titled, "the cemented twin-peg oxford partial knee replacement survivorship: a cohort study" in which a patient underwent partial knee arthroplasty on an unknown side on an unknown date. Subsequently, patient was revised to a total knee 1.9 years after the initial procedure due to lateral and patellofemoral osteoarthritis in which patient experienced pain at one year post op. No further information has been provided.